Event description:
A cartridge alarm 20 was reported during the load process. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). It was verified that the cartridge alarm occurred multiple times on (B)(6) 2025. A pump replacement was deemed unnecessary as the customer had already received a new tandem mobi pump under warranty. The customer was advised to switch to the tandem mobi pump, and cts offered assistance with the pump setup.